Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead became dislodged. The patient experienced diaphragmatic stimulation while the lead was dislodged. It was noted that the lead also exhibited loss of capture. Programming changes were made. The lead was repositioned on (B)(6) 2018. The patient was stable throughout the procedure.